Event description:
This report is being filed upon notification from our x-ray MFR in foreign country to submit this incident. This x-ray unit will randomly cut off during procedures. The operator will have to reboot to restore functionality. No person has been injured due to this problem.